Event description:
The surgeon was perplexed, the cement looked to be very well fixed to the device. No additional information on the patient or the event have been provided. This is one of two products involved with the reported event and the associated manufacturer report numbers is 1038671-2017-00773.

Manufacturer narrative:
The complaint products were received for analysis. The condition of tibial loosening was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) tibial tray appears consistent with being implanted, nothing remarkable. Tibial insert- some markings were not clearly visible, most likely due to wear on the backside of the explant. This appears consistent with micromotion with the tibial tray. The deformation appears consistent with the insert experiencing impaction from an instrument such as an osteotome used to extract the insert during the revision surgery. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from this manufacturing lot. Complaint data from 2014 to 2018 involving the reported failure for this family of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of an insufficient bond between the cement and the bone, which led to aseptic (non-infected) loosening of the tibial tray. Device specific risks :fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Prior to closure, the surgical site should be thoroughly cleansed of bone chips, extraneous bone cement (if used), ectopic bone, etc. Foreign particles may cause excessive wear. Foreign particles may also migrate to other parts of the body. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly use of stairs and other activities requiring excessive motion of the knee. Patients should be informed that their weight and activity level may affect the longevity of the implant. There is no patient information provided; therefore, it is not possible to assess the patient risk clinical factors. This device is used for treatment not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to loosening of the tibial tray.